Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's representative mentioned the charge on the patient's ins was not lasting as long. They used to charge every 5-6 days to 100% and now the patient had to charge every two days since about a month ago. It was mentioned they had charged the patient on the 27th of october and the ins had already depleted to in the red or about 20%.  The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.